Event description:
Tubing suction packaging tears at the glue line, making sterile delivery impossible.======================manufacturer response for tubing suction 9/32, tubing suction 9/32"======================final report stated: in a similar complaint we received samples that were evaluated according to our inspection procedure and we could observe the package with a strong seal causing it to tear. The device history records for the lots reported were evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. Our manufacturing process conditions for this code generate that the package is sealed with a great seal force. This condition is generated for the normal performance of the manufacturing process of the product. New materials are being evaluated for the nc tubing catalogs in order to eliminate the difficult and tearing packaging conditions.